Manufacturer narrative:
One fast-cath¿ transseptal guiding introducer swartz¿ sl transseptal series 63 cm length, sl1¿ 8f was received for investigation. No anomalies were noted when a guidewire from current inventory was inserted into the returned sheath; however, resistance was noted when the guidewire from current inventory was advanced through the returned dilator. The dilator tubing was cut lengthwise; evidence of skiving was noted along the inner wall of the dilator and a build-up of skived material was noted at the distal tip of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Event description:
Related manufacturer reference: 3005334138-2019-00578. This event is being reported based on the analysis of the returned device.